Event description:
A (B)(6) year old male patient underwent evar on(B)(6) 2014. The zenith flex main body sheath leaked excessively throughout the entire case, even when the 16fr lilac leg graft sheath was placed within the valve. The physician was not happy about the large amount of blood loss caused by the sheath, especially after he takes the time to properly remove the peel away sheath before use of any of cook's stent grafts. The patient did not require and additional procedures due to this occurence. According to the initial reporter, the patient did not experience any adverse effects due to this occurence.

Manufacturer narrative:
Blood loss is labeled in the IFU. Device leakage is discussed in the IFU. Evaluation: still under investigation.